Event description:
The investigation concluded that a lower than expected result was obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, using vitros ammonia (amon) slide lot 1018-0257-6734 on a vitros 5600 integrated system. Vitros lpv ii lot x9323 amon result of 139.1 umol/l vs the expected result of 181.2 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation concluded that a lower than expected result was obtained from a single level of vitros liquid performance verifier (lpv) ii fluid, lot x9323, using vitros ammonia (amon) slide lot 1018-0257-6734 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed on the amon slide lot. An ortho field engineer performed service actions to the microslide incubator subsystem that included replacing the evaporation caps and performing the correction factors adjustment. Following these actions acceptable qc results and within-run amon precision results were obtained indicating the vitros 5600 integrated system was performing as expected. The cause of the microslide incubator contamination was not determined. Email address for contact office: (B)(6).